Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range (oor) shock impedances measuring greater than 200 ohms. Troubleshooting was performed and oor impedances were still observed. The sales representative will re-program the device from rv coil to can. The physician does not plan on performing a defibrillation threshold (dft) test and will continue to monitor. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range (oor) shock impedances measuring greater than 200 ohms. Troubleshooting was performed and oor impedances were still observed. The sales representative will re-program the device from rv coil to can. The physician does not plan on performing a defibrillation threshold (dft) test and will continue to monitor. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that reported the patient called inquiring about having a magnetic resonance imaging (MRI) however, was told she cannot have one due to the right ventricular (rv) lead being dislodged. Technical services referred the patient to speak with the physician about programming options. At this time, the lead remains in service. No adverse patient effects were reported.